Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the device presenting a system error code 800.8000 was confirmed during testing and a review of the device logs. Initial functional testing of the suspect pcu successfully replicated the system error. After replacing the suspect pcu logic board for a known good part for testing purposes only, the system error no longer persisted, and a 24-hour infusion was completed with no issues observed, indicating a defective pcu logic board of the received suspect pcu. The pcu error, event and battery logs were provided to software engineering. Based on the logs it was determined that that the issue happens during various phases of the power cycle, including after the start of infusions. The error code, however, is a code that you can only get during power-on. This probably means that the device is losing power all of the sudden, but not because of battery, because it more often runs on ac power than battery during these incidents. It is suspected that the logic board is defective, in a way that impacts the power supply in a negative way. A review of the pcu error log showed that the device presented sixty-five (65) records of error code 800.8000.0 (pcu general os failure) and software fault 255-14-47 between 03apr2024 and 17mar2025. No faults were observed for the reported date. A review of the device event log showed that the device was not in use during the reported date. According to the system error tip sheet: the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Internal and external inspection of the pcu module found no irregularities. The device had no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module s/n: (B)(6) (w/o: (B)(4)) please replace logic board. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu shows errors including 800.8000 which is an os error. These errors show up in the error log since (B)(6) 2024. There was no patient involvement.

Event description:
It was reported that the pcu shows errors including 800.8000 which is an os error. These errors show up in the error log since 4/24. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.